Event description:
The console was set-up with all connections. The microtip was pulled from the kit and snapped into place. The console was turned on and the attempt was made to prime the needle, however, the touch screen was not functioning. The console was turned off multiple times to see if there was a malfunction on turning on the machine. There was no change. All attachments were detached with the console in the off position, reattached, and the console turned on with no success or change in the operating function.

Manufacturer narrative:
Console evaluated, refer to (B)(4); touchscreen unresponsive. Found cracked solder joint on main board header. Repaired. Touchscreen functions normally. Recommend upgrade console per CAPA# (B)(4). The DHR for console s/n # (B)(4) was reviewed and showed that the unit met MFR specifications when released and there were no issues related to the complaint. Per the senior clinical manager, many of the reported complaints could be attributed to user error due to inexperience with the procedure. This cause cannot be verified. The senior clinical manager has since been to the facility and retrained the doctor and staff.